Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a high blood glucose level of 371 to 400 mg/dl. The customer was treated for their blood glucose at the hospital. The customer stated that they kept receiving no delivery alarms form this insulin pump. The customer was assisted with performing a five unit fixed prime and was informed to never rewind the insulin pump with the reservoir in place. The customer stated that they were initially hospitalized for elevated blood glucose, high blood pressure, and heart attack. The customer stated that they do not know if the insulin pump had contributed to the incident. The customer was wearing the insulin pump during their hospitalization. The customer was sent replacement quicksets.